Event description:
It was reported that resistance was met and force was used to advance the omnilink elite stent delivery system (sds) through the 6 fr sheath. After stent deployment resistance was met during attempted device removal from the vessel. It was not possible to retract it through the sheath, and the sheath and the sds were removed as a system. It was commented that "as the sheath was removed, it was impossible to perform post-dilatation of the omnilink elite stent with another balloon." There was no reported patient effect. No additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: difficulty to advance/retract the stent delivery system (sds) into an introducer sheath may be affected by several factors including, but not limited to, device damage, sheath damage, outer diameter of device and inner diameter of sheath, insertion technique, or balloon refold. Return of the otw omnilink elite sds and introducer sheath may have aided in the evaluation and determination of cause. It was reported the sds was advanced through the introducer sheath even as resistance was encountered. It should be noted in the omnilink elite instructions for use (IFU) it states: should unusual resistance be felt at any time during lesion access or stent delivery system removal, the introducer sheath and stent delivery system should be removed as a single unit. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. A definitive cause for the reported difficult to advance/remove the sds could not be determined. During manufacturing, all stent delivery systems are 100% visually inspected for stent damage and correctly labeled information. Additionally, a sampling of units is taken to verify proper crimped stent diameter and stent placement.